Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation. Annex c code was updated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the configuration auxiliary video port (cfg-avp) and certificate renewal. The system was working fie at the time. Fse confirmed that the integrated electro surgical unit (iesu) was set to dual pad and correct fuse was installed. System was tested and verified ready for use. Isi did receive the unit involved with this complaint and the issue was confirmed but not replicated. In-house testing was performed. In artemis, the error 40068 and 310 were found means a non-critical node was not present, missing node: avp3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system, where the component functioned as expected. System was programed and started up without any error, onsite connection was present and data was uploaded. System was run and power cycled 20x with this board, and all passed. The avp remained on the test system in normal operation for hours, it performed without errors. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause cannot be determined based on the information obtained from the failure analysis results.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, error 40068 occurred on the system and there was no connectivity onsite. The customer tried to power cycle several times, however, the error recurred when system power down every time. Technical support engineer (tse) checked the system log and confirmed the errors 310 and 40068. There was no report of patient harm or involvement due to this event.